Manufacturer narrative:
The product analysis indicates that the stim 1 port was not working due to a blown fuse. The fuses were replaced. The wave washers were also replaced due to a loose cable clip. The patient interface was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperatively, the patient interface was not reading any nerve impulses (not responding). There was no patient or staff injury reported as a result of this event.